Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose due to pump was not rewinding. Customer states that her blood glucose was 300mg/dl then 267mg/dl and later it was 360mg/dl which was treated with manual injection. Troubleshoot was performed and drive support was normal. Customer advised to change infusion set and monitor the pump, call back if issue reoccur. Insulin pump will not be return for analysis.